Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter and snaplock adapter with no relevant findings. The customer reported that the snaplock adapter disconnected from the catheter. The customer returned one snaplock adapter with clip and one epidural catheter ((B)(4)). The components were received connected together. The returned components were visually examined with and without magnification. The snaplock adapter appears typical with no defects or anomalies observed. A functional leak test was performed on the returned sample per mrq 000017 section 7.5; rev. 6. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was capped off and the pressure was increased to 25 psi for 30 seconds. Other remarks: no leaks were detected and the components remained secured. A functional spo test was then performed per mrq 000017 section 7.7; rev 6. The proximal end of the epidural catheter was re-inserted into the snaplock adapter until it bottomed out and the snaplock adapter was locked. The components were confirmed to be secured by tugging gently on the catheter. The components were then left to sit for 72 hours in the locked position. After 72 hours, the snaplock adapter was confirmed to have remained securely locked with the catheter inserted. No functional issues were found ((B)(4)). No corrective action needed at this time since no functional issues were found with the returned snaplock adapter. The reported complaint of the snaplock adapter disconnecting from the catheter could not be confirmed through functional testing of the returned snaplock adapter. The snaplock adapter was secured to the epidural catheter and passed the functional tests performed including a spontaneous partial opening (spo) test. There was no problem found with the returned snaplock adapter.

Event description:
The product was being used on two different patients. When both patients were checked,the epidural was disconnected from the snap-lock adapter. Not knowing how long they had been disconnected, both catheters had to be replaced. There was no patient injury.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The product was being used on two different patients. When both patients were checked,the epidural was disconnected from the snap-lock adapter. Not knowing how long they had been disconnected, both catheters had to be replaced. There was no patient injury.